Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® cycle. The customer stated the sealsure tape was inside of the sterilization bag. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information.

Manufacturer narrative:
(B)(4). The affected load was reprocessed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the lot number, retains testing, visual analysis and system risk analysis (sra). The DHR, trending analysis by lot number and retains testing was not performed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The affected product was not returned. Therefore, visual analysis was not performed. The concomitant sterrad was not evaluated since the serial # of the sterrad was not provided. There is insufficient information to determine the cause or resolution of the color-chemical indicator issue after multiple attempts to obtain more information were unsuccessful. Should additional information become available at a later date, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.